Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head caused the programmer to shut down and it failed functional test. Rf head cable found out of electrical specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer would not interrogate a device tested prior to implant. Telemetry was intermittent when the rf (radio frequency) head cable was moved. Another rf head was tried and it caused the programmer to power down. The programmer and rf heads were returned for repair. There was no patient involvement.